Manufacturer narrative:
Additional information and CT scans have been requested from the hospital. Upon receipt, a thorough investigation into the cause of this event can take place.

Event description:
The patient had a repair of their aorto-iliac aneurysm in (B)(6) 2011. The patient had a main body device, leg device and four distal extender devices implanted in a complex case to exclude their aneurysm. In (B)(6) 2013, during a routine scan, a type iii endoleak was detected and re-intervention occurred to fit another stent inside the existing stents to bridge the gap. The patient has been discharged from hospital and is recovering.